Event description:
The manufacturer received information from a third-party service provider that a ventilator inoperative condition had occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.